Event description:
It was reported that the device was approaching battery replacement time. The battery longevity of the device was less than expected. It was noted that the device is not in elective replacement indicator (eri). The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7121 lead (B)(6) 2012. (B)(4).